Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high, out of range, lead impedance and loss of capture. The lead was replaced. The patient is fine.